Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding, heavy uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced dysfunctional uterine bleeding, fatigue, dyspareunia, and severe pelvic pain prior to essure, even while she was not using oral contraceptives. Prior to essure, her menstrual periods would last four days with a normal flow. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/worsening pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual cycles were extremely painful"), dyspareunia ("dyspareunia"), menorrhagia ("her menstrual cycles were extremely heavy, she would use an entire box of menstrual pads in one week") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with oral contraceptive nos and surgery ((B)(6) 2016,lapar. Hysterectomy,vaginal cuff suspends. Uterosacral ligaments,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysfunctional uterine bleeding, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and fatigue had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: despite suffering from those symptoms for over one year, the symptoms resolved only after removal of the essure device. Until removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: bilateral fallopian tubes were occluded. Ultrasound scan - on (B)(6) 2016: results: to evaluate symptoms, no results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('dysfunctional uterine bleeding, heavy uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. She never experienced dysfunctional uterine bleeding, fatigue, dyspareunia, and severe pelvic pain prior to essure, even while she was not using oral contraceptives. Prior to essure, her menstrual periods would last four days with a normal flow. In 2015, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/worsening pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual cycles were extremely painful"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("her menstrual cycles were extremely heavy, she would use an entire box of menstrual pads in one week") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with oral contraceptive nos and surgery ((B)(6) 2016, laparohysterectomy,vaginal cuff suspens.uterosacral ligaments,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abnormal uterine bleeding, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and fatigue had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: despite suffering from those symptoms for over one year, the symptoms resolved only after removal of the essure device. Until removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: bilateral fallopian tubes were occluded. Ultrasound scan - on (B)(6) 2016: results: to evaluate symptoms, no results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding, heavy uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced dysfunctional uterine bleeding, fatigue, dyspareunia, and severe pelvic pain prior to essure, even while she was not using oral contraceptives. Prior to essure, her menstrual periods would last four days with a normal flow. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menorrhagia ("her menstrual cycles were extremely heavy, she would use an entire box of menstrual pads in one week"), dysmenorrhoea ("menstrual cycles were extremely painful"), pelvic pain ("severe pelvic pain/worsening pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with oral contraceptive nos and surgery (14nov16,lapar.hysterectomy,vaginal cuff suspens.uterosacral ligaments,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysfunctional uterine bleeding, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia and fatigue had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: despite suffering from those symtoms for over one year, the symptoms resolved only after removal of the essure device. Until removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: bilateral fallopian tubes were occluded. Ultrasound scan - on (B)(6) 2016: results: to evaluate symptoms, no results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received-new event abnormal bleeding were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding, heavy uterine bleeding") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced dysfunctional uterine bleeding, fatigue, dyspareunia, and severe pelvic pain prior to essure, even while she was not using oral contraceptives. Prior to essure, her menstrual periods would last four days with a normal flow. On (B)(6) 2015, the patient started essure. In 2015, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and clinically significant/ intervention required), menorrhagia ("her menstrual cycles were extremely heavy, she would use an entire box of menstrual pads in one week"), dysmenorrhoea ("menstrual cycles were extremely painful"), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with oral contraceptive nos and surgery ((B)(6) 2016, total laparoscopic hysterectomy, vaginal cuff suspens. Uterosacral ligaments, bilateral salpingectomy). Essure was withdrawn. At the time of the report, the dysfunctional uterine bleeding, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia and fatigue had resolved. The reporter considered dysfunctional uterine bleeding, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia and fatigue to be related to essure. The reporter commented: despite suffering from those symptoms for over one year, the symptoms resolved only after removal of the essure device. Until removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: hysterosalpingogram result was bilateral fallopian tubes were occluded. On (B)(6) 2016: ultrasound scan result was to evaluate symptoms, no results. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had dysfunctional uterine bleeding/heavy uterine bleeding after essure (fallopian tube occlusion insert) insertion. This event recovered after device removal through total laparoscopic hysterectomy and bilateral salpingectomy. Uterine bleeding is anticipated according to essure's reference safety information. During essure micro-insert therapy, genital/uterine bleeding or spotting may occur. In this particular case, no alternative explanation was provided for the event. However, considering its nature and based on essure safety profile; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding, heavy uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced dysfunctional uterine bleeding, fatigue, dyspareunia, and severe pelvic pain prior to essure, even while she was not using oral contraceptives. Prior to essure, her menstrual periods would last four days with a normal flow. In 2015, 129 days before insertion of essure, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menorrhagia ("her menstrual cycles were extremely heavy, she would use an entire box of menstrual pads in one week"), dysmenorrhoea ("menstrual cycles were extremely painful"), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. The patient was treated with oral contraceptive nos and surgery ((B)(6) 2016,laparohysterectomy,vaginal cuff suspens.uterosacral ligaments,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysfunctional uterine bleeding, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: despite suffering from those symptoms for over one year, the symptoms resolved only after removal of the essure device. Until removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral fallopian tubes were occluded. Ultrasound scan - on (B)(6) 2016: to evaluate symptoms, no results. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had dysfunctional uterine bleeding/heavy uterine bleeding after essure (fallopian tube occlusion insert) insertion. This event recovered after device removal through total laparoscopic hysterectomy and bilateral salpingectomy. During essure micro-insert therapy, genital/uterine bleeding or spotting may occur. In this particular case, no alternative explanation was provided for the event. However, considering its nature and based on essure safety profile; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.